Event description:
It was reported that an insect was found within a syringe component.

Manufacturer narrative:
It was reported in a mosquito was found within the barrel of a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided and the reported problem/issue was confirmed. No physical sample was returned. The cause was determined to be an issue with environmental controls during the component manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.